Manufacturer narrative:
H4 manufacturing date added. H3 device evaluated by mfg updated. H3 summary attached updated. D4 expiration date added. D9 product available to stryker updated. D9 returned to manufacturer on updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire tip was shaped and flakes of peeled ptfe were returned on a medical towel. The guidewire ptfe coating was examined under magnification and there was evidence of peeling/scraping of the ptfe from the proximal end towards the distal end in several places from the proximal end. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers and the coating was present and no anomaly was noted. The returned introducer sheath was inspected and no anomaly was noted and no peeling ptfe coating was observed. A functional test was not required as the reported event was confirmed based on the device analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop and continuous flush was set up and maintained throughout the clinical procedure. The issue was noticed during preparation of the device. There was patient involvement as the device was in use on the patient at the time of the event but there were no adverse consequences reported by the user, no medical intervention required and no delay in surgery. The procedure was completed successfully. This event has been reported to the authorities and the customer has taken no legal action. Analysis of the returned device found damage to the ptfe coated length. Scraping and peeling was observed in several sections running from the distal end to the proximal end from the proximal end which most likely occurred as a result of interaction with another device. While there was no ptfe peeling observed in the returned introducer sheath. The scraping/peeling was synonymous with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed guidewire ptfe coating peeling will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during introduction of guidewire (subject device) into the wire-introducer, some green particles of the coating peeled off. The introducer and the subject guidewire where withdrawn from the rhv. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
This is 2 of 2 reports. Device is not available to manufacturer.

Event description:
It was reported that during introduction of guidewire (subject device) into the wire-introducer, some green particles of the coating peeled off. The introducer and the subject guidewire where withdrawn from the rhv. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.